Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, a zoll medical taiwan representative reported that a fully charged autopulse li-ion batteries (s/n (B)(4), (B)(4) , (B)(4) does not power on the autopulse platform. The batteries successfully charged on the autopulse multi-chemistry charger (mcc) and were noted to have all 4 green led lights illuminated upon status checks. No patient involvement. Please see the following related MFR report: MFR (B)(4) for the autopulse li-ion battery (sn (B)(4) MFR (B)(4) for the autopulse li-ion battery (sn (B)(4).